Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: during follow-up, the serial number was provided. Therefore, the following fields have been updated accordingly: brand name: tecnis symfony, common device name: multifocal iols, product code: poe. Model#: zxr00, serial#: (B)(4), catalog#: zxr00u0220, expiration date: 1/23/2022, (B)(4). (B)(4). Manufacturer report number: should begin with (B)(4). Device manufacture date: 1/23/2017. Corrected data: in the initial report was indicated as yes however this is incorrect the response should have been no. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Serial#: unknown/not provided. Model#: unknown as product serial number was not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown, as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. PMA/510(k)#: unknown, as product serial number was not provided. Device manufacture date: unknown, as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported at the 6 month post-op visit, that a study patient reported that they are always very bothered by halos especially when driving at night. Best corrected distance visual acuity: (bcdva) od (right eye):20/20. There are no plans for intervention at this time. There was no patient complication and/or related injury. It was reported that the outcome does not significantly interfere with activities of daily life. No additional information was provided to johnson and johnson surgical vision, inc. Note: 2 MDR¿s are being submitted, one for each affected eye. This report captures the information pertaining to the right eye (od).